Event description:
Patient's l311 dr-el device was returned to medtronic due to 2024 advisory which reported "boston scientific is initiating an advisory to provide information about a subset of pacemakers from the accolade¿ family with an increased potential to initiate safety mode during telemetry or, in rare instances, other normal, higher-power operations due to latent, high battery impedance when the device reaches approximately four (4) years or less of remaining battery longevity. " paperwork stated patient had less than 4 years of remaining battery longevity and were explanted. It was reported that they will be receiving credit for these devices but are awaiting further information. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).